Manufacturer narrative:
One lf1212a was received for evaluation. Visual inspection found no defects. Visual inspection found the device to have been as correctly assembled and undamaged. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. No abnormal heating of the seal plates was observed during product testing. The investigation found the device to function normally and within specifications. The IFU states, do not place instruments near or in contact with flammable materials (such as gauze, surgical drapes, or flammable gases). Instruments that are activated or hot from use may cause a fire. When not using instruments, place them in a clean , dry, highly visible area not in contact with the patient. Inadvertent contact with the patient may result in burns. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a thyroid procedure, the skin around the incision received a white mark, like a burn. This was the first time the physician used both this device and the ft10 generator. The patient is currently doing well. The degree of burn is unknown. The physician excised the tissue that was burned and closed the incision.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a thyroid procedure, the skin around the incision received a white mark, like a burn. This was the first time the physician used both this device and the ft10 generator. The patient is currently doing well. The degree of burn is unknown. The physician excised the tissue that was burned and closed the incision.